Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the issue persisted after reloading the firmware issue. Representative reported that after replacing the rotor assembly the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that after adjusting col y and verifying 2d images and upon restart the pendant was displaying an error initializing collimator. The remote desktop on mvs is showing that the rotor controller is verified. After system bootup there is continuous movement of detector, collimator 4-5 times and then pendant shows ¿error initializing collimator¿. There was no patient present when this issue was identified.